Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a history error. The blood glucose reading at the time of the incident was 382 mg/dl but the next morning, the customer had a high blood glucose reading of 513 mg/dl. The insulin pump had not been stored or out of use for an extended period of time. The customer was advised that the alarm during normal use is normal and to monitor the insulin pump.